Manufacturer narrative:
Brand name: collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that on (B)(6) 2019 a cq2015a, +23.5 diopter, intraocular lens tore during injection into the eye. There was patient contact (lens touched the eye), "lens was removed with no sutures or widened incision". No patient injury. Backup lens was used during same surgery. Reportedly, "no patient condition issues reported." Cause of event is unknown.